Event description:
Boston scientific received information that this pacemaker revealed a remaining longevity of 0.5 years remaining with a magnet rate of 100ppm at the most recent follow up visit. The right ventricular (rv) amplitude was in retry due to fusion pvc's. The device was reprogrammed and the longevity remaining increased to 1.5 years remaining. A boston scientific technical service consultant was contacted and discussed that the programmer uses previous device measurements and reprogrammed the output settings. The magnet rate remained at 100ppm. The device remains implanted. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.